Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by an orthodontist and it was recommended braces, which were applied that day due to a narrow bite and malocclusion.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.